Event description:
Received third party subpoena. Subpoena indicates the patient underwent pph procedure. While the document suggests that an adverse event occurred, it does not appear this event was reported to ees by the surgeon or hospital.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Manufacturer narrative:
(B)(4) date sent: 3/23/2016. Additional information:.

Event description:
.